Event description:
The customer contact reported a shock. It was reported that prior to patient use, the nurse received an "electrical shock" when she unplugged the pump from the ac power outlet. There were no reported adverse effects to the nurse. No medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.